Manufacturer narrative:
Other, other text: the initial reporter confirmed that the sensor is not available for evaluation. The sensor has not been returned to masimo to allow an analysis to be performed. If the sensor is returned for evaluation or new information is obtained, a follow up report will be submitted. D4. The customer did not divulge the model or lot number for this sensor, therefore this information cannot be obtained. G5. The customer did not divulge the model or lot number for this sensor, therefore this information cannot be obtained. H4. The customer did not divulge the model or lot number for this sensor, therefore this information cannot be obtained.

Event description:
The customer reported that the patient was found to have a pressure injury on his nail bed of his right ring finger under masimo pulse sticker. A patient impact was reported.